Event description:
It was reported that the patient received numerous inappropriate shocks from the right ventricular (rv) lead due to t-wave oversensing. The patient was admitted to the hospital and detections turned off until the cause of the condition could be determined and defibrillation threshold testing was done. It was noted that the patient had an increasing heart rate with medications to observe the t-wave oversensing in both rv lead sensing vectors. The rv lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.